Event description:
During follow-up, there were episodes of oversensing due to noise noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition.